Manufacturer narrative:
(B)(4). The customer returned one dilator for analysis. Definite signs of use were observed within the dilator tip. Visual analysis revealed that the tip of the dilator was deformed and frayed. The outer diameter of the dilator measured 3.010mm which is not within the specification limits of 2.82mm - 2.87mm per the dilator product drawing. The inner diameter of the dilator measured 0.052" which is not within the specification limits per the dilator product drawing. This indicates that either the incorrect dilator was returned for analysis or the incorrect finished good was reported. The inner diamtere of the dilator at the distal tip could not be measured due to the damage. The dilator was functionally tested per the instructions for use (IFU) provided with this kit , which informs the user "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin." A lab inventory guide wire was threaded through the dilator, and little to no resistance was experienced. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The customer report of dilator tip damage was confirmed through investigation of the returned sample. Visual analysis revealed that the dilator tip was deformed and frayed. The dilator dimensional measurements were not consistent with the specification for the reported product, indicating that either the incorrect dilator was returned for analysis or the incorrect kit was reported. Despite this, the dilator passed all relevant functional testing and the device history record review (on the reported batch) revealed no relevant findings. The potential root cause cannot be determined based on the discrepancy between the returned sample and reported finished good. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported the doctor found the dilator tip damaged during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Event description:
It was reported the doctor found the dilator tip damaged during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).